Event description:
The user received an erroneous troponin t result for one patient sample. The initial result was <0.01. The same sample was repeated on (B) (6) 2010 in the primary tube and a result of 1.33 was obtained. No unit of measure was provided. No information was provided to determine if the initial result was reported or if the patient was adversely affected. The troponin t reagent lot number was not provided.

Event description:
Technician reported the account alleged this bed shocked a pt. There were no reported injuries.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls do not indicate an issue. Assay peformance check information was not available. The investigation determined a possible cause was foam on the samples leading to errors in the liquid level detection and to erroneous pipetting. The troponin t reagent lot number was 155917. The patient was sent home and then brought back to the hopsital. No adverse events were reported.